Manufacturer narrative:
Device is a combination product. Device returned to manufacturer: the 2.75 x 28mm synergy ous mr stent delivery system was returned for analysis. A visual examination of the stent identified stent damage with the strut on the first proximal row skewed. The undamaged crimped stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube identified no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. During the procedure this 2.75 x 28 synergy coronary drug-eluting stent was not able to be implanted as there was a strut defect. The procedure was completed with a different stent without any further issues or patient injury.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. During the procedure this 2.75 x 28 synergy coronary drug-eluting stent was not able to be implanted as there was a strut defect. The procedure was completed with a different stent without any further issues or patient injury.